Event description:
It was reported that during implant, the right atrial (ra) lead would not sense. Several interventions were attempted but there was no sensing. A new ra lead was provided and implanted with no issues. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event for failure to sense was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.